Event description:
When the amplifier was powered on smoke was emitted. There were no patient or user adverse consequences.

Manufacturer narrative:
One ep-workmate¿ amplifier was received for evaluation. As received, the outer casing of the returned amplifier had severe damage. Due to the severity of the physical damage, no further testing was performed. The reported complaint that the scu emitted smoke when powered on could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.